Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicated that the patient was brought in for a potential revision procedure. Prior to removing the device from the pocket, they observed it using radiofrequency (rf) for quite some time and no noise was observed. A tug test was performed and there appeared to be no connection issue. The device was removed from the pocket and the lead was tested using the pacing system analyzer (psa) in which good threshold measurements were obtained. A technical services (ts) consultant was contacted regarding this issue and discussed that if they had verified the lead integrity via fluoroscopy and the portion of the lead in the pocket was visually verified, it could be there was an intermittent connection issue where the setscrew had a good enough connection to keep the lead inserted but not enough that the pin and ring of the is-1 were fully seated. The physician decided to surgically abandoned the lead. And replace the device.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the lead was returned severed approximately 13.5 centimeters from the is-1 terminal pin. A set screw mark was noted toward the front edge of the is-1 terminal pin and two other set screw marks at the mid-section of the is-1 terminal pin. Set screw marks at the mid-section usually indicates a full insertion of the lead into the header while set screw marks towards the front edge indicates a partial insertion. Analysis could not determine which set screw mark occurred at the time of the pocket closure. Inadequate insertion of the lead into the header could result in electrical anomalies. The lead passed all electrical testing.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited intermittent high right ventricular (rv) pacing impedance measurements greater than 2000 ohms. The field representative indicated on initial interrogation he saw noise on the rv channel which resolved quickly. The noise was unable to be reproduced with isometrics. It was also noted that the patient sill has pain around the pocket. Technical services (ts) discussed monitoring the patient versus performing a revision procedure. Additional information indicated that the patient has been referred to their implanting physician. The field representative noted there was no evidence of an infection and no allegations were reported against the device.